Event description:
A medtronic rep reported, during a spine case, that they were having difficulty activating their empty image and received an error message related to poor image quality. They had green communication and had already tried swapping the black composite cable. The case was continued without navigation. No impact on the pt outcome was reported.

Manufacturer narrative:
Per the site, they are unable to give pt info, it's against the hospital policy. Software investigation finds issue to be related to batteries in wireless tracker. Software functioning as intended.